Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10005. It was reported, the physician suspected a broken scs lead based upon impedance readings ((B)(4)). In addition, it was reported, the pt was non-compliant with use of the scs system. As a result of the aforementioned issues, the physician elected to remove the entire scs system. Please note: add'l device info for the ipg has been requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.